Event description:
The customer received a questionable albumin gen.2 result for one patient sample. As other results for the sample had data flags indicating there was a clot in the sample, the customer questioned why the erroneous result was not flagged. The initial result was 0.008 and was reported outside the laboratory. The sample was repeated and the result was 40.571. No units of measure were provided. The patient was not adversely affected. The albumin reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).